Event description:
The patient was advised that two of the electrodes were faulty on one of the leads. She needed a revision which had not been scheduled yet. Further information is being requested from the hcp.

Manufacturer narrative:
(B)(4)